Event description:
It was reported that the customer received a compromised force sensor system alarm. The customer's blood glucose level was 81 mg/dl. He was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked end cap. The functional testing could not be completed due to the cracked end cap. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.